Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power supply. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.